Event description:
It was reported the catheter was placed right subclavian cordis and was being placed at the bedside. The clinician reported that the catheter was placed over the wire and in an attempt to remove the guidewire, it sheared off and was unable to be removed. Further info has been requested. No pt complications have been reported.

Manufacturer narrative:
We are not expecting the product to be returned. Follow-up report will be filed if more info becomes available.